Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement and a surgical intervention was performed in order to reposition the lead. During the revision procedure, the lead was unable to be repositioned and it was not possible to remove it for explant. As a result, the physician decided to postpone the revision procedure and schedule the patient for a new procedure, in which it is expected to use mechanical extraction of the lead and a new lead will be implanted. The rv lead was programmed for maximum output in the meantime. Additional information was provided. The rv lead was successfully explanted using mechanical extraction. It was mentioned that the right atrial (ra) lead was also explanted in the same procedure due to physician discretion, and new ra and rv leads were implanted as replacement. No additional adverse patient effects were reported. The rv lead is not expected to be returned as it was disassembled during explant.